Event description:
Per the surgeon, the patient reported pain and infection at the site of the implant. Per the surgeon, no sign of infection was ever witnessed. The patient was explanted (date not reported) with no plans for reimplantation.